Manufacturer narrative:
(B)(4) the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily tortuous, and moderately calcified lesion in the circumflex artery. A 1.5x12mm mini trek balloon dilatation catheter (bdc) failed to cross and resistance was felt when removing the bdc, both due to the anatomy. The procedure was successfully completed with a non-abbott balloon catheter and stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.